Event description:
It was reported the during a stenting treatment procedure, the stent dislodged. Using a radial approach, the procedure was treating in-stent restenosis of a previously placed unspecified stent, in the 90% stenosed target lesion located in the severely calcified 1st diagonal branch. Treatment consisted of pre-dilation and the attempted placement of a 2.25x8mm taxus liberte stent which was advanced to the ostium of 1st diagonal branch but could not cross the previously placed stent. The 2.25x8mm taxus liberte was removed and the lesion was pre-dilated again. The stent was again advanced but could not cross the placed stent. The device was removed. When the device was on the table a tech noticed that the stent was missing. Flouroscopy of the coronary system and arm was performed, however they were unable to locate the stent in the patient. The doctor felt the stent was not in the patient. They looked all over for the stent and flushed the guide catheter and sheath. The assumption was made that the stent got lost in a towel. The procedure was completed with angioplasty resulting in 40% residual stenosis. The patient did very well through out the procedure. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the taxus liberte stent delivery system (sds) was received with no original packaging or other devices. The stent was not present on the sds or anywhere in the returned packaging. There were stent strut impressions on the surface of the tightly folded balloon. The impressions on the balloon were centered between the markerbands, confirming that the stent was appropriately positioned and secured to the balloon in manufacturing. There was no damage to the sds. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the during a stenting treatment procedure, the stent dislodged. Using a radial approach, the procedure was treating in-stent restenosis of a previously placed unspecified stent, in the 90% stenosed target lesion located in the severely calcified 1st diagonal branch. Treatment consisted of pre-dilation and the attempted placement of a 2.25x8mm taxus liberte stent which was advanced to the ostium of 1st diagonal branch but could not cross the previously placed stent. The 2.25x8mm taxus liberte was removed and the lesion was pre-dilated again. The stent was again advanced but could not cross the placed stent. The device was removed. When the device was on the table a tech noticed that the stent was missing. Fluoroscopy of the coronary system and arm was performed, however they were unable to locate the stent in the patient. The doctor felt the stent was not in the patient. They looked all over for the stent and flushed the guide catheter and sheath. The assumption was made that the stent got lost in a towel. The procedure was completed with angioplasty resulting in 40% residual stenosis. The patient did very well through out the procedure. No further patient complications were reported and the patient status is fine.